Manufacturer narrative:
The field experience of premature battery depletion was verified via printouts returned from the field. The device was tested on the automated electrical system and was found to function normally. The device's current drain was found to be normal. The original battery was returned to the manufacturer for further evaluation. No anomalies were detected. The cause of battery depletion could not be determined.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the battery depleted excessively at a rapid pace. The device was explanted.